Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with myocarditis was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced bleeding at the impella access site. The oozing was initially control by using a circular mattress suture, but oozing returned. Dressing changes and manual pressure was applied, and an additional suture was placed. Systemic heparin was withheld and the patient was transfused with multiple units of packed red blood cells. The oozing continued until the impella cp and extracorporeal membrane oxygenation were explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.